Event description:
Reporter alleged obtaining the results of 185 mg/dl, 121 mg/dl, 150 mg/dl, 309 mg/dl, 117 mg/dl, 229 mg/dl, 239 mg/dl and 130 mg/dl back to back within 10 minutes on the aviva system. Reporter stated the customer had hypoglycemic symptoms and self-treated with orange juice and gummy bears. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.